Event description:
Nursing home rn reports attaching an incorrect percent dextrose bag onto home pt's homechoice set. As a result, rn reports pt unspiked the incorrect bag and respiked this bag to an already spiked line during hp's automated peritoneal dialysis treatment. Baxter tech instructed rn to discontinue therapy at that time and to set up with new supplies. Unit rn reports no pt injury or medical intervention as a result of incident.